Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a broken lens. The issue occurred during setup or inspection for use (specifically during room setup, before the patient was in the room). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: b5, h2, h6 this supplemental report is being submitted to provide the results of the final investigation. The device was evaluated by the distributor and was able to confirm the customer failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lens is broken, therefore there is no image. Olympus will continue to monitor field performance for this device.